Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 16554692.

Event description:
It was reported that the patient developed an infection at the ipg site. Symptoms of swelling and pain around the site were noted. The patient was given antibiotics. The physician believed that the infection was not procedure related and it was unknown as to what caused the infection. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.

Event description:
It was reported that the patient developed pain around ipg site due to infection. Symptoms of swelling were noted. The patient was given antibiotics. The patient underwent an entire system explant procedure and was doing well postoperatively. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred february 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 16554692. This report is being submitted to correct the address (e1).